Event description:
It was reported by service report that the brakes were not holding on the foot end. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - brake crank assembly, brake gill kit.